Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes section d9: returned to manufacturer on: february 24, 2026 section h3: device evaluated by manufacturer: yes device evaluation: visual inspection under magnification was performed on the suspect product and found the lens was visually inspected revealing that the lens was cut in half with a scratch on the optic of the lens. No further issues were identified. The customer provided photos were evaluated and shows an eye implanted with the suspected complaint lens and the haptics could be observed to be stuck together. The optic was observed to have scratch like marks. No further evaluation was performed. The complaint issue "cosmetic issues" and "haptic stuck to haptic" were identified during product and photo evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the complaint investigation results, no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded multifocal intraocular lens (iol), model drt150, was implanted into the patient¿s left eye and subsequently explanted during the same surgery due to a scratched lens and haptics that were stuck together, as shown in the attached photos. Additional information confirmed that the procedure was successfully completed using a back-up lens of the same model and diopter. The patient is reported to be doing well. No further information was provided.

Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same surgery. An attempts has been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.